Event description:
Customer reported two hospitalizations due to gastroparesis. She stated that she did not believe the insulin pump was malfunctioning or causing her low blood glucose but that her doctor felt that it was due to the insulin pump. Customer was placed on six meals a day and her basal rates were increased. She stated that she did not believe she was eating enough to cover the amount of insulin she was given. She stated that the drive support cap appeared to be normal and recessed. The blood glucose reading at the time of the hospitalization on (B)(6) was 33 mg/dl. She was treated with a glucose IV drip. All of the insulin pump programming was correct. She stated that she went to the emergency room again on (B)(6) for a low blood glucose of 58 mg/dl. She was not admitted at that time but was treated and the blood glucose was brought up to 82 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.